Event description:
The customer reported the 6600 system made a buzzing sound when it was powered on. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was repaired and all connections were reseated. The system was tested and the image intensifier and the power supply needed to be replaced, however, those parts were no longer available. The system remains down and the MFR's rep recommended that the system be removed from service.